Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered the right atrial (ra) lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.